Event description:
It was reported that during a procedure, the handpiece fell apart while in use and a portion fell into the surgical site. The surgeon was able to remove the components from the surgical site without incident. It is not known if any antibiotics or treatment were administered to the patient as a direct result of the contact with the surgical site.

Manufacturer narrative:
The account has indicated that the handpiece will not be returned to the manufacturer until their internal investigation has been completed. A follow up report will be submitted, if additional information or the handpiece becomes available.